Event description:
Literature : tabbal/safety and efficacy of subthalamic nucleus deep brain stimulation performed with limited intraoperative mapping for treatment of parkinson's disease. This study implanted 110 patients with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for the treatment of parkinson's disease. The objective of the study was to establish the safety and efficacy of bilateral stn-dbs performed during an expedient procedure with limited intraoperative mapping. The investigators used t2-weighted magnetic resonance imaging guidance to target the stn. Adverse events were reported. One patient experienced intraoperative cardiac arrhythmia (ventricular trigeminy with no echo or holter monitoring abnormalities on post-operative cardiac evaluation) which resulted in an interruption of the surgery. The patient underwent successful implantation of the contralateral stn stimulator, a couple of weeks later.